Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The unit was returned because the customer alleges that the pump over delivered. The customer stated that 500 ml pouches get empty even though the pump is set for 480 ml.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of,"500ml pouches get empty even though the pump is set for 480 ml.¿ the unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2014 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.